Event description:
Pt came in for routine follow up and the device could not be interrogated. No light on the wand appears when interrogation is attempted. The pt said recently, she heard a loud pop from her chest when laying in bed. Two programmers were used and force interrogation attempted. Recommended explant and return of this device. On 4/22/2010 - representative was called to inquire about the disposition of this device. He said that as far as he knew, the device was still implanted. Pt had been admitted to the hospital for cardiac arrest and was not doing well.